Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015. According to the report, the device had malfunctioned two weeks later and was replaced with another device. It was later reported that the patient was experiencing headaches with the device. The report stated when the patient came back in the pressure level settings had changed from the original setting and the device was inadvertently changing pressure level settings. It was also reported the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, there was no injury to the patient and the patient is currently doing well with the new device.

Manufacturer narrative:
The returned valve was returned at pl=1.0. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It also met the requirements for patency, siphon, pressure-flow, preimplantation and leak testing. However, it did not meet the requirements for reflux testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The IFU also caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. Approximately 31 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.